Event description:
On (B)(6) 2022 a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. In apr 2024, the patient experienced hardening around stoma with stoma site pain, and swelling. During a follow up call, the patient reported that after several blood tests and an CT scan, there was a possible cellulitis infection, which was treated with 875mg of amoxicillin bid for a duration of one week. In may 2024 after completing the amoxicillin, the stoma site events and possible cellulitis have resolved.

Manufacturer narrative:
Reference record (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.